Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the blade was exposed. The unit was disassembled and engineering observed that the blade pusher, an internal component of the device, was damaged. Based on the condition of the returned unit, the event unit was unable to cut due to the damaged blade pusher. Applied medical is unable to determine the root cause of the damage to the blade pusher based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: when the dr. Try to cut, the voyant didn´t cut during all surgery. Additional information received by email from applied medical representative on 04feb20: total laparoscopic hysterectomy. The surgeon told me about 5 cut, he saw that voyant didn´t cut anything. He didn´t told me this¿he don¿t remember¿but I know that in this surgeries there are a lot of connective tissue. He told me that he had resistance. The voyant didn't cut anything. The surgeon did not notice any improvement if/when the jaws were cleaned. The surgeon was not able to find a resolution, he changed the handpiece. Patient status: patient is well.